Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy bag. On the same day as the event onset, the patient was treated with amikacin injection (250mg, intraperitoneal (ip), discontinued after 13 days) and ceftazidime injection (1gm, daily, ip, discontinued after 13 days) for peritonitis. Two days after the event onset, the patient was treated with vancomycin injection (2mg, every 5th day, discontinued after 11 days) for peritonitis. The cause and hospitalization were not reported. At the time of this report, the peritonitis was "cleared" and the patient was doing dialysis for a month. No additional information is available.